Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The zone of a (B)(6) year old male patient called zoll on (B)(6) 2013 to report that the patient had a gelled belt. The patient's son stated that the electrodes were flipping, causing the device to alarm. The son reported that the father was pressing the response buttons but the belt still gelled. After review of the downloaded data on (B)(6) 2014, it was confirmed that the patient received one inappropriate treatment at 21:11:18 on (B)(6) 2013. Dual lead noise and artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Monitor sn (B)(4) - reuse; electrode belt sn (B)(4): 01/2011- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.